Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that patient was hospitalized because of right sided hemiparesis and a hemorrhagic stroke was identified at CT scan. The evacuation of the hematoma was performed further information to be added. Patient was treated with surgical decompression. The patient tested positive for sars-cov-2. During screening the patient showed no symptoms of covid-19 so far. Additionally for the current intracerebral hematoma in the right parietal, treatment of arm and warfarin were stopped on (B)(6) 2020. The surgical evaluation of the hematoma was performed on (B)(6) 2020, and the patient was extubated. The following day the patient suffered a grand mal epileptic paroxysm and had to be reintubated. From the first day of the operation the patient had clexane in the prophylactical dose. The control CT scan after 24 hours showed that there was no progression, so the treatment arm medication was allowed to be restarted. The patient was not able to take pills until (B)(6) 2020. The patient was extubated again on (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events as well as a direct correlation to the heartmate 3 lvas, serial number (B)(6) could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 26may2020. The hm3 IFU lists respiratory failure, bleeding, and stroke as adverse events that may be associated with the heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced respiratory failure during the admission. The event resolved without sequelae on (B)(6) 2020.